Event description:
A valiant thoracic stent graft system was implanted in a patient for the endovascular treatment of enlarging type b thoracic dissection of the proximal descending aorta, with the false lumen extending from the lsa to the aortic bifurcation with some re-entry tears visible. The vessel morphology was reported as the false lumen was partially thrombosed. There was mild access vessel tortuosity and mild calcification, no aortic tortuosity, and no thrombus in the aortic neck. The index procedure was performed without issues. It was reported that eight months post index procedure there was a type IV endoleak was noted, the stented segment of the false lumen was partially thrombosed, there was perfusion of the false lumen due to the graft porosity and the maximum diameter of the dissection was 58 mm. The minimum true lumen was 16 mm, the maximum false lumen was 30 mm in diameter, and the distal neck was 50 mm long. The one year CT scan revealed that the maximum diameter of the dissection was 65 mm and there was a distal type I endoleak which was corrected with implantation of a valiant captivia graft. The investigator's assessment states that there is no relation between the event (type I and type IV endoleak) and the study device or procedure. Four years post index procedure the CT revealed that there is a type iii endoleak, separation between the two valiant captivia stent grafts. The patient was treated for the type iii endoleak, separation with a secondary tevar with the implantation of a valiant captivia stent graft and the type iii endoleak, separation was resolved. The investigator indicated that the event was definitely related to the device and remotely related to the procedure. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (disease progression). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression).